Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned and the manufacturer has confirmed that the humidifier has no function.

Manufacturer narrative:
The manufacturer previously reported wrong statement in section b5. The correct statement will be: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned and the manufacturer has confirmed that the humidifier has no function. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Also, previously in section h10, nothing was marked and written. Section h10 will be marked as manufacturer narrative and the statement will be: this MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.